Event description:
Boston scientific crm received information that the pt implanted with this implantable cardioverter defibrillator (ICD) passed away. The last episode recorded on the device indicated that the device declared end-of-episode while the pt was still in what looked to be ventricular fibrillation (vf). It was noted that what was depicted on the egm could also have been noise, but noise was noted to be unlikely due to the fact that the shock egm was flat. Technical services discussed the possibility of pulseless activity discussing the flatline morphology. The time of death was 55 minutes following the episode. The device was returned, along with a save-to-disk. The disk was later reviewed with technical services.

Manufacturer narrative:
Stored episode, non-sustained, was the last egm to be stored. Review of the episode indicates that the device reached detection and declared an episode within the 10s onset egm and later declared the rhythm as non-sustained. Review of prior egms from late 2007, as well as 2006, indicated the shock morphology was significantly more pronounced in previous episodes than the episodes that occurred, with little or no deflection noted on the shock egm. Based on the stored egm data and episodes prior to episode, it appears that the device was detecting and sensing per expected device performance. Analysis of the device, however, is on-going at this time. With the availabe information in the episode egm, it is unk if any undersensing occurred as the episode was declared non-sustained, with only the 10s onset egm available. Review of the rhythm prior to end of episode declaration, indicates the pt's rhythm deteriorated to an agonal rhythm, with little to no deflection showing on the shock egm. Stored data indicates that the device pacing percentage was increased to 100% pacing; this was confirmed in review of stored data. Lead measurements were reviewed. The pacing impedances were consistent and stable at 650-660 ohms. The shock lead impedance was also consistent and steady between 35-37ohms. There were no indications based on lead data of a capture problem existing. This product issue will be updated upon completion of analysis.